Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the epicardial pace/sense ventricular lead had a high sensing integrity count (sic). Provocative testing was negative for noise oversensing. The physician requested a holter monitor to observe sics before making further decisions. The lead remains in use. No patient complications have been reported as a result of this event.